Event description:
This unit was returned for unrelated service. There was no pt harm reported. During the repair evaluation, it was discovered that the unit would not alarm as specified due to corrosion on the logic board. The logic board was replaced to correct this problem. This malfunction was discovered on the technician's bench, there was no pt involvement.